Manufacturer narrative:
Suspect device UDI: (B)(4).

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The usb cable was received on (B)(6) 2015. Analysis was completed on (B)(6) 2015 and it was determined that the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the tablet device displayed an ¿unable to open port¿ error message. A replacement usb serial cable was provided, but the suspect usb cable has not been returned to date.